Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) found torn tubing through the mixing chamber (vc25). The fse replaced the tubing to fix the leak. The repairs were verified per established procedure. The beckman coulter internal identifer for this event (B)(4).

Event description:
The customer reported an uncontained diluent leak of about 10 ml from the coulter lh750 hematology analyzer during startup. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.